Event description:
It was reported that during an ultrasound guided prostrate biopsy through normal density tissue, the device allegedly self activated. A coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and the device was returned fully primed. On functional evaluation, the drop test was performed and the device passed the drop test. On further evaluation, the device was cocked and fired into the chicken breast for 3 times with each trigger, for a total of 6 tests. The device was able to obtain six samples successfully. Upon disassembly, it was observed the tangs did not appear to be damaged or deformed. Therefore, the investigation for the reported self-activation is unconfirmed as the device passed the drop test and device was able to fire & obtain samples without issues. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostrate biopsy procedure through normal density tissue, the device allegedly self activated. A coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.